Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient received pneumothorax during a superdimension procedure. The case was completed. No intervention or hospitalization was required. No additional details on patient status available at this time. If additional information pertinent to the incident is obtained a follow-up report will be submitted.